Event description:
Received from the FDA a copy of maude event report which states: "pump module failed while infusing fluids. No pt injury. Reason for use: anemia." Conflicting info in the report: event typ, is listed as injury, and event outcome is listed as required intervention, however, text states "no pt injury". No other details were provided and no customer entity or contact person is listed.

Manufacturer narrative:
(B)(4). No hosp name, address, or contact person is listed; no phone or email is provided. All of the allowable info has been provided and no further info is or will be made available.